Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  they think they had a little good relief but in the beginning but pt does not know when they noticed it was not helping their symptoms. Worked with pt who was then successful to use their equipment to synchronize and reported stim was on program 6 at 3.6. Pt increased to 4.6 stated they felt stim uncomfortably at the ins site and on their buttock, they reduced stim to 3.8 and said it was comfortable they would try it there. Pt also reported they think they have been turning stim off because they were confused about their external equipment stating when the communicator was against their implant, they felt stimulation. Reviewed brief interstim education information. Pt said they have talked to their doctor who wants them to make sure stimulation is on and try it with stim on for 7 days. Pt thinks it may not have been helping because they were confused and were turning stim off in error. Pt will monitor for 7 days and continue working with their doctor.